Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 7.0mm x 20mm x 135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured in the middle. The device was removed and the procedure completed with a 4.0mm non bsc device. There were no patient injury reported and the patient condition was good.